Event description:
It was reported that caller experienced air bubbles or gaps in tandem mobi cartridge during pumping, and bubbles remained even after priming with fill tubing feature. There was no adverse impact to the customer¿s blood glucose level. Customer used room temperature insulin, followed guidance from technical support to load new cartridge using proper technique, successfully resumed insulin therapy, and requested replacement cartridges for supplies used during event.